Event description:
Provider states scooter stops after driving one foot and blinks a 6 code.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.